Event description:
The reporter indicated that vns pt's generated had migrated from its original position. The pt has been referred for surgical consult. Revision surgery is likely. Device diagnostic testing was reportedly within normal limits, indicating proper device function.

Event description:
Further follow up from neurosurgeon revealed that migration of the vns device was not confirmed. The surgeon was able to palpate the device. The device reportedly did not appear to be mobile and did not cause pt discomfort. No further action is planned.